Manufacturer narrative:
All information was investigated and the reported premature activation could not be replicated in a testing environment due to the returned condition of the device (clip was not attached to the device). The reported positioning failure could not be replicated in a testing environment as it was related to patient circumstances. The reported arm positioner break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the reported information and analysis of the returned device, an observed coupler break resulting in premature activation, appears to be related to user technique/procedural circumstances. The reported positioning failure appears to be related to patient conditions (short leaflets). As the arm positioner break was not confirmed, a cause for the reported arm positioner break cannot be confirmed. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a broken arm positioner and premature activation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted without issues. To further reduce mr, an nt clip was inserted, and grasping was performed. However, it was noted that one of the leaflets was unable to be grasped. After multiple grasping attempted, the physician decided to remove the clip. After the clip was brought back into the left atrium (la), the physician closed the clip. However, it was noted that the arm positioner was turned a little too much, causing the arm positioner to break and the clip to detach. Although the clip detached from the mandrel, it remained attached to the lock line. To remove the clip and treat the patient, the physician decided to take the patient to surgery and performed mitral valve replacement. No additional information was provided.